Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, there was foreign material within the nozzle of device causing a clog, the angulation wires were worn, the connecting tube was discolored, the adhesive around the light guide lens was peeled, the objective lens was discolored, a chip of the adhesive on the bending portion of the device, a wrinkle on the connecting tube coating, dirt on the objective lens, and scratches were on the scope connector, universal cord, grip, scope cover, switch box, right/left angulation knob, right/left angulation lock lever, up/down angulation knob, up/down angulation lock knob, and control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the gastrointestinal videoscope had a poor air/water flow from the nozzle. Inspection and testing of the returned device found foreign materials within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
Corrected fields: h10 (information regarding the user's reprocessing methods was inadvertently omitted from the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining inside the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It is unknown when the foerign material adhered to the scope or if the scope was used with foreign material attached. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. There were no issues with the accessories used for reprocessing. The customer wipes/brushes the air/water nozzle with a clean lint-free cloth, brush, or sponge, and the nozzle is flushed with detergent solution. The event can be detected by following the instructions for use (IFU) which state: "9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.